Event description:
It was reported that stent migration occurred. The target lesion was located in the mid circumflex artery. A 2.50x28mm promus premier stent was selected to treat the target lesion. The stent was deployed in the target lesion on a severely angulated end. Post dilatation was performed using an unspecified size nc quantum balloon catheter. It was noted that the stent seem to have moved distally from where it was originally implanted. The stent was post dilated successfully with good result. It was suspected that the stent may have either moved or had longitudinal compression. However it did not appear to be compressed. There was no difference in radiopacity of the stent which is normally present during stent compression. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).